Manufacturer narrative:
A ge oec service representative investigated the issue and found that the "splash and crash" collision detection system needed to be adjusted, and associated hardware to correct the malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.

Event description:
The ge oec 2600 uroview fluoroscopy system was being cleaned when the table was lift to the full upright position. After cleaning, the table would not move.